Event description:
Update: the leading material was updated. According to the complaint description, the revision surgery was performed on (B)(6) 2024 for postoperative loosening of the right knee. An unspecified screw had come loose. The polyethylene component was removed and replaced. The patient was reported to be doing well at a follow-up doctor's visit. Associated medwatch reports: 9610612-2024-00269 (aesculap ag reference no. (B)(4)) nx144; 9610612-2024-00239 (aesculap ag reference no. (B)(4)) nx034z - now involved. Involved components: nx034z/ as vega ps femoral comp.cemented f6r (aesculap ag reference no. (B)(4)); nx043/ patella 3-pegs p3 (aesculap ag reference no.(B)(4)); nn077z/ as columbus cr/ps tib.plat.cemented t4 (aesculap ag reference no.(B)(4)).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a component of the vega knee implant system. According to the complaint description, the revision surgery was planned for (B)(6) 2024 for an unspecified reason. The polyethylene components would be removed and replaced. The implantation on the right knee had occurred in 2022. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided but has been requested. The adverse event is filed under aesculap ag reference no. (B)(4).